Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the device was removed because it didn¿t work. The patient couldn¿t remember the explant date. No further complications were reported or are anticipated.